Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, it is likely that the malfunction occurred due to damage to the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.